Event description:
It was reported that during a filter placement procedure, there was strong resistance felt and the filter allegedly failed to be advanced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular system kit was received for evaluation. Upon visual evaluation, filter was noted to be perforate the introducer sheath from the inside and was partially exposed. Upon functional testing, the introducer sheath was cut in order to remove filter and legs were noted to be crossed. Therefore, the investigation is confirmed for the reported failure to advance as filter and the investigation is confirmed for the identified material puncture as hole to the introducer sheath with one filter limb partially sticking out. A definitive root cause for the reported advance problem could not be determined based upon the provided information, the filter perforating the introducer sheath likely caused the reported advance issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2025) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.